Event description:
Meter was prompting the not ok message. The message was reported to have been appearing upon powering the meter on. The pt neither alleged harm not experienced injury or medical intervention. Pt did mention needing assistance by a non-medical professional; however, no treatment was sought. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.